Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that during an attempted implant, this lead exhibited undesired threshold and impedance measurements. The lead was attempted to be repositioned, but placement difficulty was encountered in which helix extension issues were encountered. The lead was removed and replaced. No adverse patient effects were reported.